Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s drug infusion device. The drug being delivered was 500 mcg/ml lioresal (baclofen) at 225 mcg/day. The reason for use was not reported. It was reported that the patient experienced increased spasticity. They opened the pump pocket to detach the catheter. They aspirated to check patency. Catheter was patent and aspiration was successful. No changes were made. Patient reported increased spasticity in clinic and increasing doses were not working. That is why catheter revision was ordered today. No problems were identified. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was noted to be resolved at the time of the report and the patient status was listed as ¿no injury.¿ there were no further complications reported/anticipated.